Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2021 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2021 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 12-feb-2025, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 12-feb-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Iit was reported the patient had an appointment scheduled w/ the hcp on (B)(6)2023 at 10:30 am where arrangements have been made for a mdt clinical specialist to be present. Pt stated they received a call from the doctor's office saying they needed their medical records from previous hcp in ordered for them to have the ins reprogrammed. Pt indicated they're having difficulty getting these records. Pss provided pt technical service's number for hcp office to perhaps obtain pertinent information. Pt mentioned this past thursday they had spoken to the mdt rep (B)(4) who they previously worked with to see if they could offer any advise. Pss reviewed the hcp's office would be able to provide them w/ name/contact number of the rep who would be meeting them for programming. Pt stated they were needing their ins reprogrammed due to having a lot of pain for about 6 months now. Pt indicated (B)(4) had walked them through adjusting settings; however, pt said they had to end up turning therapy off b/c of the discomfort. Pt said (B)(4) instructed them to decrease intensity in half if they did turn ins back on. Additional information was received from the patient. It was reported that their stimulator was not working as well as it did when they first had it put in. Pt met with rep and rep reprogrammed the stimulator and found that only 6 of the 16 electrodes are working. It is working much better. Rep reported they met with pt yesterday and saw that pt's electrode imped were high on 9-15 with only 8 being intact. Pt doesn't remember having any falls or trauma. Pt under impression that lead is defective because she has high impedances occurring. Patient reported it had been determined that their internal spinal cord stimulation (scs) equipment is defective. Pt explained they were told the wires for the leads are not connected to the neurostimulator (ins) battery properly and only 6 out of 16 electrode are working on the leads. Pt described one lead only had one working electrode and the other had five. Pt re-reported having to turn their stimulation therapy off due to it hurts more than it helps. Pt stated they had been going back and forth between different doctor's offices and they are having to do all of the leg work to get a revision/replacement process because no one's wanting to commit. Pt commented they are in so much pain they can't think about doing this but they can't get any help from anybody. Pt noted a rep had met with them at both appointments with doctors. Pt remarked neither hcp is communicating with the other; however, one of the hcps wants to take over the case but said all components would need to be replaced. Pt said initial implanting surgeon no longer practice at the facility. Pt said after the current system is removed there is a two month healing time before a new system can be implanted. Pt mentioned at that time a rep had walked them through adjusting settings; however, pt said they had to end up turning therapy off b/c of the discomfort and rep had instructed them to decrease intensity in half if they did turn ins back on.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported was not at the patients implant and do not believe there was a connection issue at implant. X-rays were ordered and thought maybe one lead looked loose. Rep checked connections 8-16 and they were red. Patient looking to have lead revision. The caller indicated that they replaced the ins and that resolved the impedance issues that were occurring. The caller plans to return the ins for analysis.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021. Explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021. Explanted: product type lead h3. Analysis of the implantable neurostimulator (ins) (B)(6) found that the ins passed functional testing; however foreign material was observed in the implantable neurostimulator (ins) connector port. H6. Results code c20 no longer applies. Method code b20 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the patient lost therapy 4 weeks after implant, it was reported that most of the leads showed impedances. The ins was returned.